Manufacturer narrative:
During the evaluation process, the nav3 graphite camera was identified as the primary device associated with the reported events. The reported event was not duplicated or confirmed during the device evaluation process. The device was returned to the customer.

Event description:
It was reported that before the distal femoral cut during a total knee arthroplasty at a healthcare facility, the values displayed by the navigation system were varying within &#6194;-3mm. Navigation was used to successfully complete the case without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that before the distal femoral cut during a total knee arthroplasty at a healthcare facility, the values displayed by the navigation system were varying within ± 2-3mm. Navigation was used to successfully complete the case without a delay; no adverse consequences or medical intervention were reported.